Manufacturer narrative:
Final analysis found that the pacer epoxy connector top was absent. It was removed by a surgical drill during the device change in an effort to preserve the associated lead. The missing connector top was not returned, as a result, the complaint regarding the stripped setscrews could not be confirmed. The electrical analysis confirmed that the battery exhibited normal battery depletion.

Event description:
It was reported that during a generator change, it was noted that the setscrew of the pulse generator was stripped. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.